Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in one piece. Visual inspection of the partial lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil the cause of external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.